Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:15 was discovered and confirmed in the pump's event history during product evaluation. The root cause was determined to be faulty pump head module. The phm was replaced to fix the reported condition. Additional information:this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with the condition of failure code 810:15. According to technician, air in line sensor saturated for 1.0 ml (infusion) or 5 seconds (stopped). This event occurred during testing. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 8.11.00.